Event description:
Patient 1 initial calcium result of 6.6mg/dl. Same sample repeated on same analyzer recovered 8.9mg/dl and 9.0mg/dl. Same sample repeated using different methodology recovered 8.5mg/dl and 9.0mg/dl. Patient 2 initial calcium result of 7.9mg/dl. Same sample repeated on same analyzer recovered 8.5mg/dl. Same sample repeated using different methodology recovered 8.7mg/dl. Patient 3 initial calcium result of 7.7mg/dl. Same sample repeated on same analyzer recovered 8.4mg/dl. Same sample repeated using different methodology recovered 8.8mg/dl. Initial results were reported. No information provided to determine if results were used to guide therapy. The field service representative determined there was contamination in the analyzer. The instrument was repaired. The user reports no further occurrences.